Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced valves 70 and 71 and the base pump due to a base leak. Calibrations and quality controls were run, resulting within range. The cause of the discordant, falsely elevated vancomycin result was due to the base leak. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vancomycin result was obtained on a pediatric patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate advia centaur instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vancomycin result.